Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion breaching the outer insulation and exposing the outer coil at 8.9cm to 9.8cm from the distal tip of the lead. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart. Outer insulation was broken/separated consistent with procedural damage at 23.5cm from the connector pin. Additionally, a short was noted due to procedural damage at the middle region of the lead.

Event description:
This report is to advise of an event observed during analysis.